Manufacturer narrative:
During the analysis of the lead, it was noted that the insulation of the lead body was massively damaged approximately 29 cm distal of the is-1 connector pin due to squashing. This damage manifestation can, with high probability, be regarded the cause for the clinical complaint. The observed damage manifestation requires an excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. There were no indications of material defects or manufacturing errors for either the ICD or the lead.

Event description:
Ous MDR - after an implantation time of about 24 months, the ventricular channel showed interference signals, which led to two aborted charge processes. The lead was then exchanged and returned for analysis. No worsening of the patient's state of health was reported.